Manufacturer narrative:
The investigation reviewed the data set provided by the customer: the calibration results were within the specified ranges. The qc results were within the specified ranges. There was no indication of a performance issue with the reagent. The customer's preanalytical handling did not indicate any issues. The investigation did not identify a product problem based on the provided information.

Manufacturer narrative:
The cobas c 111 analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable calcium gen.2 results from three patient samples tested on the cobas c 111 analyzer. Patient sample 1 on (B)(6) 2025: the initial result was 14.47 mg/dl. The first repeat result was 10.99 mg/dl. The second repeat result was 10.99 mg/dl. The third repeat result was 10.99 mg/dl. Patient sample 2 on (B)(6) 2025: the initial result was 15.27 mg/dl. On (B)(6) 2025: the first repeat result was 9.63 mg/dl. The second repeat result was 9.63 mg/dl. The third repeat result was 9.63 mg/dl. Patient sample 3 on (B)(6) 2025: the initial result was 15.54 mg/dl. The repeat result was 9.39 mg/dl. No questionable results were reported outside of the laboratory.